Manufacturer narrative:
The inspection performed by the arjo service engineer revealed that there was no power on the bed and the power supply cable for the indigo module was defective. The internal insulation was damaged and black marks were visible on the cable. The indigo and bed power supply cables were replaced and the bed proper functionality was confirmed during testing. The investigation performed by the manufacturer revealed that the damage was caused by the inner wire deterioration due to stress applied during up and down movements of the bed. The instructions for use for the enterprise 9000x (746-594) include the following warnings: ¿disconnect the bed from the electricity supply before starting any cleaning and maintenance activity.¿ ¿do not allow the mains plug or power supply cord to get wet.¿ as per the preventive maintenance section of the instructions for use for indigo (416260), the indigo cables should be examined for cuts, abrasions, kinks or other deterioration. When any malfunction is noticed, the device should be immediately withdrawn from use until the service is performed. To sum up, the complaint was decided to be reportable due to the power supply cable malfunction (insulation and internal wires damaged with black marks visible). This component was found to be defective and from that perspective, the device did not meet performance specifications. The bed was not in use with the patient when the malfunction was observed.

Event description:
It was reported by the end-user that the sound of sparks was heard from the indigo module (intuitive drive assist). There was no patient involved. No injury or other medical consequences reported.